Manufacturer narrative:
The nexus bonescalpel® micro hook shaver & tubeset, 110-31-1210 was reported to have caused bleeding to the patient after the surgeon lifted the shaver and caught a blood vessel. The subject shaver was not returned to misonix for evaluation because it was disposed of after case completion. Review of the inspection records for the microhook shaver reveals that there were no deviations found during in-process or final inspection of the device. We cannot determine a definitive root cause because the device was not returned for further investigation.

Event description:
Dr. (B)(6) was using the microshaver for a 3 level acdf. It was from c4-c7. He was usinf the microshaver on the second level when he lifted the shaver and caught a vessel. This caused bleeding instantaneously.